Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, serial: n/a, batch: 800243.

Event description:
It was reported that the patient's original pain had returned due to migration. The patient underwent a revision procedure were the spacers were repositioned.